Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and was occasionally pacing in the ventricle. Our records indicate that all trends were stable and in within normal range measurements. Available information indicates this lead remains implanted and was programmed off (device programmed to vvi). No additional adverse patient effects were reported.